Event description:
The account alleges that the siderail latch failed when a patient was leaning against it, causing the patient, who the account alleges (B) (6), to fall out of bed. No injury was reported as a result of the fall.

Manufacturer narrative:
The technician determined, after testing the siderails, that the left intermediate siderail would not latch due to contamination, therefore, the technician cleaned the siderail and then lubricated the suspect latch, which did resolve the issue. The bed operates normally. The technician also concluded that the patient weighed nearly (B) (6), not (B) (6) as earlier indicated, and the patient's arms were "wedged" between the intermediate siderails, which makes it very difficult to properly latch the siderails. The technician suggested that the patient be moved into a bariatric bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.